Manufacturer narrative:
The hospital determined that most likely the patient settings were lost when the device was serviced, two months prior to the incident. A review of the device settings found a mixture of factory default and custom settings. They were not settings set by the service software as part of calibration and calibration test procedures. Therefore, it was not possible to determine when settings were changed or confirm the hospitals report that the patient settings were lost. The device was examined after being returned to resmed ltd and passed functional testing. No device fault was found. The service procedure for the vpapiii st-a requires the patient settings to be saved, as the test and calibration process will overwrite the device settings. Cautions relating to this are clearly stated in the service manual and service technicians are trained to this standard servicing procedure.

Event description:
A patient was reported to have suffered acute respiratory failure while using a vpap iii st-a device in hospital. The patient settings on the device had been lost two months previously, possibly when the device was serviced by hospital technicians.